Event description:
Pt had a 16 cm catheter inserted for hemodialysis and had received 2 treatments with no problems. On 4/29/97, during the third treatment, blood was leaking from the insertion site. The catheter was removed and found to be fractured at the hub. The catheter was replaced and the pt displayed no further ill effects.